Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. Unit passed self-test, rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test due to motor error loop. Unit received missing address serial label, cracked case at display window corners and minor scratches lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 178 mg/dl at the time of the incident. Customer reported that insulin pump shut off. Customer then changed battery and was not able to fill cannula or rewind and received motor error alarms. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer did not report a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.